Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 2135147-2020-00240. It was reported through a research article identifying amplatzer vascular plugs and duct occluders that may be related to a complications post procedure. Details are listed in the article, titled " incidence and fate of device-related left pulmonary artery stenosis and aortic coarctation in small infants undergoing transcatheter patent ductus arteriosus closure." It was reported in the article that 44 patients underwent successful tc-pda with amplatzer vascular plug ii (30), amplatzer duct occluder ii-additional sizes(10), amplatzer duct occluder I (3)and coil-filled avpi devices (1), all via an antegrade approach from february 1, 2007 to september 1, 2018. The average age of the patients were 88 days, with an average weight of 885 grams. 25 of the patients were female. The patients have the following comorbidities: genetic syndrome, necrotizing enterocolitis, retinopathy of prematurity requiring intervention, adrenal insufficiency, chronic lung disease, mechanical ventilation, and cardiac medications needed. Post procedure, the patients have the following complications: 7 of the patient had femoral arterial thromboses and all were started on lovenox therapy.

Manufacturer narrative:
Additional information for g4, g7, h2, h6, and h10. As reported in a research article, 7 out of 44 patients implanted with a variety of amplatzer devices, some used off-label, to close a patent ductus arteriosus had femoral arterial thromboses. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use for an amplatzer vascular plug 1 & 2, artmt 600539-003 , revision a "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalular leak closures) and neurological uses have not been established."